Event description:
The cutter wouldn't seat. The dr did not know the cutter was not seated. The anterior cortex of the femur was notched. An add'l 4mm of bone was removed. Bone grafting was required on the anterior cortex.